Event description:
Information received from the field notes that post implant, the patient was is atrial fibrillation. The device did not pace correctly, the atrial lead captured the ventricle and the ventricular lead exhibited no capture. X-ray showed that the chronic leads were in different chambers. The physician elected to program the device to aai and not re-open the pocket.